Manufacturer narrative:
This device was not returned to the manufacturer.

Event description:
The dentist reported a fractured screw. The dentist was unable to remove the entire screw.

Manufacturer narrative:
The product was not returned, therefore the screw fracture cannot be confirmed. The screw removal components were returned and visual inspection was performed. The visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. The component devices did not appear fractured, extensively worn, or damaged. The part number and lot number of the screw was not provided, therefore the device history record could not be reviewed. The device history records for the returned screw removal components were reviewed and did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.